Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the endoscope horizon was off, and the universal surgical manipulators (usms) would go in the opposite direction of the intended movement. Prior to calling in, the surgical staff had attempted to reseat the endoscope, but the issue remained. The intuitive technical support engineer (tse) reviewed the logs and confirmed the issue. The tse instructed the caller to remove the endoscope, reseat the sterile adapter, and then reinstall the endoscope. The caller performed the tse's recommended troubleshooting steps and confirmed the endoscope orientation returned to normal. The procedure was completing as planned.

Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive technical support engineer (tse) instructed the caller to remove the endoscope, reseat the sterile adapter, and then reinstall the endoscope. The caller performed the tse's recommended troubleshooting steps and confirmed the endoscope orientation returned to normal. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.